Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator stopped operating and the touch screen shut down during patient transport. There was no patient harm.